Manufacturer narrative:
Medtronic received additional information that the annuloplasty band was explanted and replaced with a non-medtronic mechanical valve. The physician reported that the band did not fail but he decided a repair was not suitable due to restricted chordae on the anterior leaflet in addition to central mitral regurgitation with anterior and posterior jets. The patient was reported to be stable after a successful valve implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 33 mm annuloplasty band, the band was explanted and replaced with an unknown device. The reason for the explant was not reported. No adverse patient effects were reported.